Event description:
A pt underwent a total knee arthroplasty planning to implant a size 5 (right) femoral component. In the final part of the surgery, a box that was labeled as a femoral component standard size 5d (right) was opened and in the box there was a femoral component standard size 1g (left). The surgeon did not have another femur of the same kind to substitute so a postero-stabilized femur size 5d (right) was implanted I the pt as it was readily available at the hospital. The surgery was completed successfully.

Manufacturer narrative:
Neither lot of recalled product was distributed to the USA. The recall was reported by (B)(6) to (B)(6) and (B)(6). Field safety corrective action, medical device vigilance system ((B)(4)). Circular letter n. (B)(4). Report form, manufacturer's incident report, medical devices vigilance system ((B)(4)).